Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported that the customer had experienced high blood glucose events. Customer's blood glucose was 450 mg/dl at the time of incident and was treated with manual injection. High blood glucose event started the last thursday prior to call. Customer's parent stated that the issue was resolved by changing to different infusion set lot number. Customer's parent stated that no infusion set bent cannula was observed, no air bubbles or leaks on infusion set and reservoir, high pressure test was not performed, insulin pump programming and settings were correct. Advised customer's parent to try a different infusion set as the customer is slim. Replacement infusion set and reservoir will be sent. No product is expected to return for analysis.